Event description:
It was reported to covidien in 2009 that a customer had a problem with a peritoneal dialysis catheter. The customer reported a hole in catheter at the adapter site in patient who developed peritonitis, and who had to be placed on antibiotic therapy.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.